Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to reproduce the reported problem and communicated this to the nurse who had replaced the neutral electrode and swapped the monopolar energy cable. The nurse informed that sometimes it worked and sometimes it didn¿t, and it happened several times that week. Fse replaced the integrated electrosurgical unit (iesu) or erbe to resolve the issue. Afterwards, monopolar tested normally. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported problem could not be confirmed through system logs. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Erbe log showed errors m-0b, m-b0, and m-32. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted neck dissection surgical procedure, the customer contacted the technical support engineer (tse) regarding an erbe error that had appeared repeatedly when monopolar energy was activated during a prior surgical procedure, although that procedure had been completed. Later, a field engineer went on site and was unable to reproduce the problem. The engineer learned from the customer that the neutral electrode had been replaced, and the monopolar energy cable had been swapped, which sometimes restored function and sometimes did not, and that this behavior had occurred several times over the week. The procedure was completed with no reported injury.